Event description:
It was reported that during the implant procedure for a left bundle branch placement, this right ventricular (rv) lead could not be positioned into the myocardium. A second lead of a different model was attempted; however, this lead also exhibited performance issues. Consequently, the physician decided to abort the procedure and plans to bring the patient back at a later date to implant a product from another brand that is more suitable for the left bundle branch. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tissue was observed entwined in the lead helix. The material was slightly torn/pushed or smudged on the helix, which may have resulted from trying to remove tissue. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for a left bundle branch placement, the helix of this right ventricular (rv) lead could not be extended into the myocardium. A second lead of a different model was attempted; however, this lead also exhibited performance issues. Consequently, the physician decided to abort the procedure and plans to bring the patient back at a later date to implant a product from another brand that is more suitable for the left bundle branch. This lead is expected to be returned.